Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "overheating of the backflex" was confirmed during eval. The backflex was found to fail during eval, thereby causing it to overheat. The processor printed circuit board and shielding were replaced to correct this condition.

Event description:
During baxter's functionality testing it was found that a spectrum pump's backflex had signs of overheating. There was no pt involvement.